Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had rash under the device. There was no alleged device malfunction. The patient's physician advised the patient to use a salve on the irritation. The patient's irritation is unknown. Based on the low severity of the reported irritation, there is no indication of a serious injury.